Manufacturer narrative:
Alleged failure: crossflow pump was pumping too much, surgery had to be cut short salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be failed pressure sensor on the inflow assembly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device overpressured. Per additional information received, the surgery was completed successfully and the portion that was skipped was non-essential scar tissue clean up. No revision surgery is required.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device overpressured. Per additional information received, the surgery was completed successfully and the portion that was skipped was non-essential scar tissue clean up. No revision surgery is required.